Event description:
Event was reported to vascutek ltd via clinical trial as allergic reaction to gelatin/polyester. Clinician indicated this event was not device related. (B)(6) 2021 : hypotension after surgical sternum closure due to vasoplegia caused by an allergic reaction repeat sternotomy for visual inspection performed, trendelenburg position + femoral arterial catheter for hemodynamic control event resolved on (B)(6) 2021. (B)(6) 2021 : urticarial rash resolved with medication.

Manufacturer narrative:
(B)(4). Vascutek ltd. Considers this event as closed. Further action is not planned, however, the issue will be tracked and trended asas part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time.